Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had worn a pod for longer than 48 hours their blood glucose level had rose to over 300 mg/dl. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient administered boluses.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. The device ran for 2257 pulses and was deactivated by the user. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin.